Manufacturer narrative:
Age at time of the event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: MDR ID: 2134265-2018-06425. It was reported that the wire broke off in front of the burr. A rotalink¿ plus and a rotawire floppy wire were selected for use for a patient procedure. The wire was placed inside of the patient. Then the burr was tested outside of the patient over the rotawire. While testing the rotational speed of 170rpm, the floppy wire that was distal to the tip of the burr simply broke off. The portion of the fractured wire, and the burr, were located outside of the patient's body. Therefore the distal portion of the wire that was inside of the patient was simply removed. A new wire and rotalink plus device were used to complete the procedure. No patient complications were reported. The patient's status was fine.